Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia and was visited to emergency medical service due to it about a year ago. Blood glucose level was 47 mg/dl at the time of emergency medical visit. Customer stated that hypoglycemia was caused because he had not eaten and blood glucose dropped. Customer did saw healthcare professional around (B)(6) 2020 for a virtual appointment but settings were not checked stated that he did make changes to settings himself. No further details given. Insulin pump will not be returned for analysis.